Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, ten years six months of post deployment, a computed tomography (CT) of the abdomen and pelvis was revealed that the superior extent of filter at l2-l3 disc space and inferior extent at superior l4 vertebral body. A total of 6 prongs have perforated through inferior vena cava. Maximum distance prongs perforated through inferior vena cava was 8.80mm. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with subarachnoid hemorrhage. Approximately ten years and six months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.